Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited alarm with a blank screen. It was also reported that pump keypad did not respond to input, battery was removed but the pump continued to alarm without batteries in place. The reporter indicated that new batteries were inserted, verified correct replacement but the pump was unable to power on and unable to obtain reservoir volume. The reporter also indicated that, per patient, he had approximately 24 hours remaining infusion. No patient consequences were reported. No adverse effects were reported.